Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained control readings of 116 mg/dl, 108 mg/dl and 156 mg/dl on the contour next ez meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next test strips and contour next control solution from lot # 9bv2g38. Since the returned bottle of test strips has only 4 strips left, in-house contour next test strips were also used for testing. An in-house testing was performed using the returned meter with returned and in-house test strips along with the control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory.